Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a leak during an infusion of nivolumab, dosage and rate not provided. The leak was noted when dripping on the floor and appeared to be coming from a crack in the connection to another set. There is no report of patient harm.

Manufacturer narrative:
(B)(4)